Event description:
It was reported that during a stent placement procedure, a balloon burst occurred. The "fairly tight" stenosis was located in the non-calcified and mildly tortuous left internal carotid artery (ica). Vascular access was obtained via the femoral artery. The physician advanced the 3.0 x 20mm sterling balloon dilatation catheter to the left ica in an attempt to pre-dilate the lesion. The sterling balloon was inflated one time to 6-8 atms, however, the balloon burst during the first inflation. The physician used another of the same device and a wallstent was successfully deployed in the target lesion. No patient complications were listed and the patient's status was reported as "ok".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)